Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a spot on the lung and lung cancer. The patient did report to need medical intervention and needed a portion of the lung removed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam became degraded and caused a spot on the lung and lung cancer. The patient did report to need medical intervention and needed a portion of the lung removed. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.